Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6), 2020. Blood glucose reading was 900 mg/dl. The customer was not wearing a sensor during the hospitalized. The customer was treated with intravenous insulin drip at the hospital. Troubleshooting for the customer¿s high blood glucose was performed. The insulin pump will not be returned for analysis.